Event description:
Related manufacturer reference number: 1627487-2022-00932. Related manufacturer reference number: 1627487-2022-00933. It was reported the patients ipg became inoperable and one of the patients leads displayed high impedance following a fall. Further examination determined the lead had fractured. As a result, surgical intervention was undertaken wherein the system was explanted. It is unknown which lead was fractured so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.